Event description:
New information received states that the device was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate mode switch episodes due to far r wave oversensing were observed via a merlin.net transmission. No changes were made. The patient was asymptomatic and monitoring will continue.